Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2022. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("back pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced back pain (seriousness criterion medically important), fatigue ("fatigue"), myalgia ("chronic and acute muscle pain"), arthralgia ("shoulders pain / wrists pain"), pain in extremity ("arms pain"), neck pain ("neck pain"), tendon disorder ("achilles tendons") and movement disorder ("change of amplitude of movement"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to back pain, fatigue, myalgia, arthralgia, pain in extremity, neck pain, tendon disorder or movement disorder. The reporter commented: change of jobs, change of amplitude of movement, she is consulting to remove the essures. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 01-sep-2022. The most recent information was received on 13-sep-2022. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), fatigue ("fatigue"), myalgia ("chronic and acute muscle pain"), arthralgia ("shoulders pain / wrists pain"), pain in extremity ("arms pain"), neck pain ("neck pain"), tendon disorder ("achilles tendons") and movement disorder ("change of amplitude of movement"). Essure treatment was not changed. At the time of the report, the back pain, fatigue, myalgia, arthralgia, pain in extremity, neck pain, tendon disorder and movement disorder outcome was unknown. The reporter provided no causality assessment for arthralgia, back pain, fatigue, movement disorder, myalgia, neck pain, pain in extremity and tendon disorder with essure. The reporter commented: change of jobs, change of amplitude of movement, she is consulting to remove the essures. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-sep-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 01-sep-2022. The most recent information was received on 13-sep-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("back pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced back pain (seriousness criterion medically important), fatigue ("fatigue"), myalgia ("chronic and acute muscle pain"), arthralgia ("shoulders pain / wrists pain"), pain in extremity ("arms pain"), neck pain ("neck pain"), tendon disorder ("achilles tendons") and movement disorder ("change of amplitude of movement"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to back pain, fatigue, myalgia, arthralgia, pain in extremity, neck pain, tendon disorder or movement disorder. The reporter commented: change of jobs, change of amplitude of movement, she is consulting to remove the essures. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: after internal review, the annex f was recoded to f11. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 01-sep-2022. The most recent information was received on 13-sep-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("back pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced back pain (seriousness criterion medically important), fatigue ("fatigue"), myalgia ("chronic and acute muscle pain"), arthralgia ("shoulders pain / wrists pain"), pain in extremity ("arms pain"), neck pain ("neck pain"), tendon disorder ("achilles tendons") and movement disorder ("change of amplitude of movement"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to back pain, fatigue, myalgia, arthralgia, pain in extremity, neck pain, tendon disorder or movement disorder. The reporter commented: change of jobs, change of amplitude of movement, she is consulting to remove the essures. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: upon internal review the imdrf annex f code was updated from f11 to f12. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.